Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent the following procedures: l4-5 and l5-s1 laminectomy, left l4-5 and l5-s1 diskectomy with posterior lumbar inner body fusion, pedicle screw instrumentation, l4 through s1 intertransverse fusion with intraoperative fluoroscopy, intraoperative neuromonitoring and bone marrow aspiration x1 to treat the following pre-op diagnosis: central and left l4-l5 herniated lumbar disk with central l5-s1 herniated lumbar disk. Per op-notes: "...then a trial spacer was placed at l4-5 and it was determined that a 14 x 22 peek graft gave good contact with the bone and some mild distraction of the disk space. Therefore a 14 x 22 peek graft was selected. The center of the graft was filled with bone marrow and rhbmp2 and vitoss. The remainder of the vitoss was placed in the disk space along with morselized laminectomy bone. Retracting the dura medially the graft was placed in a diagonal fashion so it was centered within the disk space and countersunk by several mm. Therefore a 12 x 22 peek graft was placed into the disk space countersunk and aimed toward the midline. The remainder of vitoss was placed in the disk space anterior and lateral to the graft. A vitoss strip soaked in bone marrow and wrapped in infuse sponge was then placed in the lateral compartment against the decorticated bone bilaterally. Seven cm peek rods were then selected and the rods placed to bridge the 3 screws bilaterally with the top locking nuts tightened down to the appropriate degree of torque. Ap and lateral fluoroscopy demonstrated good position of the screws. There were no intraoperative complications.."patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.